Event description:
Event description guidant received information that this implantable endocardial lead displayed noise on the rate/sense and shocking channels, leading to non-sustained events. The noise did not inhibit pacing and the patient has a good intrinsic rhythm. In addition, the r-wave amplitude decreased from 13 mv at implantation to 1.9 mv currently.